Event description:
It was reported that the patient presented in-office for follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017. A capture anomaly was noted during the procedure. The patient was stable post procedure.